Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿I had an implant encapsulated and I had to undergo surgery, also the implant was ruptured". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, d4, e1.

Event description:
Patient reported ¿I had an implant encapsulated and I had to undergo surgery, also the implant was ruptured". This record is for the right side. Device has been explanted.